Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they needed help with their device and it was not working properly. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.